Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post laminectomy pain. The patient reported that her ins wasn¿t working and her back was ¿all tore up.¿ the patient clarified that she was referring to a return of her pain symptoms in her back after she fell. The patient reported that the cause of the fall was due to her tripping over a tube/downspout and not related to the ins. The patient declined assistance using the patient programmer to make adjustments and requested to have a local manufacturer¿s representative (rep) meet with her for programming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the return of pain was that the implant quit working. Steps taken to resolve the issue were exercise and pain meds. The return of pain issue had not resolved yet. No further complications were reported/anticipated.